Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date and confirmation date of essure was done on the same day (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 40-year-old female patient who had essure (ess205) (batch no. 621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included hypertension since 2016 and hiv disease since 1995. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst"), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("migration /no device is noted on right side /the essure right coil fell out while taking a shower"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date and confirmation date of essure was done on the same day ((B)(6) 2003). My right essure coil fell out while taking a shower: however, none of my complications have decreased. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Lot number: 621668, manufacturing date: 2006-09, expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included hypertension since 2016 and hiv disease since 1995. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst"), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("migration /no device is noted on right side /the essure right coil fell out while taking a shower"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date and confirmation date of essure was done on the same day ((B)(6) 2003). My right essure coil fell out while taking a shower: however, none of my complications have decreased. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: reporter, patient demographics, medical history and laboratory test were added. On (B)(6) 2006, she implanted essure (previously reported as 2004). Added event abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: right ovarian cyst, pain, weight gain and device dislocation updated to device expulsion (essure right coil fell out while taking a shower). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 40-year-old female patient who had essure (ess205) (batch no. 621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included hypertension since 2016 and hiv disease since 1995. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst"), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("migration /no device is noted on right side /the essure right coil fell out while taking a shower"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date and confirmation date of essure was done on the same day ((B)(6) 2003). My right essure coil fell out while taking a shower: however, none of my complications have decreased. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received- lot number and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date and confirmation date of essure was done on the same day ((B)(6) 2003). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: not provided.. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: breakage, migration. Lab data and reporter's information was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.